Manufacturer narrative:
H.6 investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® sst blood collection tubes there was an issue with low draw under fill of the tube. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found 1ea tube has no draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst blood collection tubes there was an issue with low draw under fill of the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found 1ea tube has no draw issue.